Event description:
The customer reported that lower than expected prolactin results were generated from a unicel dxi800 access immunoassay system, for two patient samples. The initial prolactin results associated with this event were released from the laboratory and were questioned by physicians. There were no reports of death, serious injury or modification to patient management associated with this event. Upon repeat on the same instrument, the repeat prolactin results were reproducible and were consistent with the initial results. The customer stated that these patients were not analyzed on any other methodology to date. Specific patient information, patient results and additional system information was not provided by the customer. The samples were collected in serum tubes and were centrifuged prior to testing.

Manufacturer narrative:
Service was not dispatched for this event. Beckman coulter inc. Assessment of customer supplied data indicated that instrument assay quality control results were performing within the customer established ranges during the timeframe of this event. A definitive root cause has been determined for this event to date.